Event description:
The customer's mother reported that the belt clip on the insulin pump broke and needs replacement. Customer's blood glucose was 400 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.